Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens, model zcb00, the back haptic did not fold right because the operating room assistant didn't fold the lens properly. The surgeon implanted the lens, pulled the lens down to get the second haptic right into the eye and the back capsule of the bag tore. The surgeon removed the lens and successfully implanted a three piece lens (no information). The wound had to be enlarged to 2.8 mm. There were no adverse effects during enlargement only maybe some more astigmatism. The lens was discarded. The patient's vision was normal the day after. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site for investigation. The surgery site reportedly discarded the lens. A product investigation therefore was not performed; and the customer's reported complaint could not be confirmed. Manufacturing record review: a review of the manufacturing records was not possible as the serial number of the lens was not provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. Conclusion code: has been captured to document that the lens was not folded correctly by the operating room assistant before use. Conclusion code: has been captured to document that the event occurred during use of the product. All pertinent information available to abbott medical optics has been submitted.